Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Dursun, atakan, et al. Jacc: case reports 29.24. Http://dx.doi.org/10.1016/j.jaccas.2024.102860. Department of cardiology, medipol university faculty of medicine, (B)(6) turkey. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article titled ¿concomitant right atrial hemangioma resection with lvad implantation¿ identifying that hm3 may be related to small bleeding episodes. This is a case study of a 50-year-old man with nonischemic dilated cardiomyopathy and benign hemangioma who underwent an urgent single-stage procedure combining tumor resection and lvad implantation. The patient¿s postoperative course was uneventful. At 6-month follow-up, right-sided heart catheterization showed improved hemodynamics and normalized pvr, thereby making him eligible for heart transplantation. However, because of his improved functional status, he declined listing for transplantation. At 3-year follow-up he remained alive without major adverse events, although minor gastrointestinal bleeding episodes occurred without requiring transfusion.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section b3: date of event corrected and has been estimated. Section d1: brand name corrected. Section d4: model number and catalog number corrected. Section d6a: date of implant corrected. Section e: initial reporter information corrected. Section g2: report source corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the bleeding was detected during the patient¿s outpatient follow-up after the implantation. A proton pump inhibitor was initiated for treatment.

Manufacturer narrative:
Section d4, primary UDI number: updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.